Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Event description:
The user facility reports during an acl repair procedure on (B)(6) 2013, the small battery drive did not function. Device was tested with multiple batteries but still would not function. Reportedly a spare device was used to complete the procedure with no delay and no further problem. No harm to the patient was reported. No additional information was provided. This is 1 of 1 report for complaint #(B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.